Event description:
It was reported that a spectrum pump was alarming for upstream occlusion when no occlusion is present. The customer was unable to duplicate this error during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported false upstream occlusion alarms were unable to be confirmed. The pump was tested with various fluids and the signal output from the upstream sensor was found to be within specification. The sensor heights and distance measurements were found to be withing specification as well.